Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: the plastic cover on the metallic part of one of the jaws seems to have come off partially. Also, the jaw cover appears torn as well right where the plastic cover meets it.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the synchroseal instrument was used for approximately 5 minutes. The instrument¿s tip plastic cover became partially detached. There was no instrument or trocar collision was reported. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no arcing was observed and not out of ordinary damaged was observed when inspected prior to use.